Event description:
Patient developed red, non-raised, rash from abdominal binder that was used post c-section. I spoke with the clinical leader of mother baby unit and labor and delivery and they both stated there has been nothing different in either products or procedures to which they can attribute this type of event (binders causing rash). There have been no change in l and d to the skin prep, dressings, or the operation room packs. The abdominal binders are placed on dry skin in labor and delivery.. This facility has had more than 10 similar events with this product in the last 5 months. Product states latex free. The facility reports this type of reaction has been seen in patients with c-sections as well as vaginal deliveries; thus staff does not believe that there is a reaction to the skin prep used for c-section deliveries because the prep is not used in vaginal delivery. Also, staff has stated in previous incidents that the rash occurs on areas with does not have the skin prep but does have contact with the binder. Patients with and without known allergies have been affected. The manufacturer has been notified. They are unaware of any other complaints like this. We checked with our surgical unit because they use quite a few abdominal binders and they have not heard of any concerns regarding rash. Patients in the surgical unit would have similar use of this device. Also, there are patients in the surgical unit both who have and who have not had exposure to the same brand of skin prep as the patients on the other nursing unit. The storage procedure/process for both nursing units is identical: storage and transportation of the devices are not believed to be contributing factors in these events.

Manufacturer narrative:
Deroyal: the bill of material for the components of the product was reviewed and no material changes to the components were identified for the lot number reported. Furthermore, the product does not contain natural rubber latex.